Event description:
It was reported that the patient presented for a generator change procedure for elective replacement indicator. Prior to the procedure, it was noted that the left ventricle lead was failing to capture and exhibited a high pacing impedance. Programming changes were made. The patient was in stable condition.